Manufacturer narrative:
(B)(6). Concomitant medical products: nexgen prolong all poly patella, 00597206635, lot 61814001; unknown nexgen femoral component, unknown, lot unknown; unknown nexgen articular surface, unknown, lot unknown. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. No product was returned; visual and dimensional evaluations could not be performed. These devices are used for treatment. Insufficient information was provided to perform a compatibility check. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please reference: 0002648920-2016-03240, 0001822565-2017-05219, 0001822565-2017-05220.

Event description:
It is reported that the patient underwent left knee arthroplasty revision due to unknown reasons. Attempts have been made and no further information has been provided.